Event description:
Riata ICD atrial lead threshold placed in 2006 had been trending up over the past year and was noted to be nonfunctional. The patient required surgery to remove the affected lead and replaced it as well as the native atrial lead. On (B)(6) 2017, the ra lead was programmed to an amplitude of 2.5v at interrogation and lead was not capturing. Changes amplitude to 5 v at 1.5 ms and ra lead capturing with threshold of 4v at 1.5 ms.